Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the motor stall recovered on (B)(6) 2019. No further actions had been taken or planned. The patient did not experience any symptoms related to the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 25 mg/ml of morphine at 14 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was with their spouse who had a magnetic resonance imaging (MRI) procedure done on (B)(6) 2019, and a motor stall was seen upon interrogation of the patient's device. The patient had been in the MRI suite waiting for their spouse to finish getting the MRI. The motor stall occurred on (B)(6) 2019 at 15:35, the day before, when the patient's spouse was getting the MRI. A recovery had not yet occurred in the logs. It was reviewed to have the healthcare provider re-interrogate the pump after 20 minutes from the initial interrogation. No symptoms were reported. Additional information was then received from the healthcare provider that the pump was interrogated and had not recovered yet. It was reported the pump was still audibly alarming and had not recovered after multiple re-interrogations. No further complications were reported or anticipated.